Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.the sample was not available for evaluation; however, photographs are available. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available, but a photograph of the sample was available. The photograph revealed that the tubing was split, confirming the reported condition. The root cause of this is due to use with a power injector. This product is not compatible with use with a high pressure injection. Additional information: a labeling review was performed and the instructions are available to the user and are accurate and sufficient.

Event description:
The facility's nurse reported to baxter (B)(4) that a clearlink solution set had split during high pressure injection at 300 psi. This occurred during use. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.